Manufacturer narrative:
It was reported that bc1006ar7 was placed to a patient in another hospital and re-stenosis was confirmed with damaged long covered part(skirt), later. It was impossible to review suspected device's DHR, because it was not confirmed serial no. And it is impossible to return suspected device because of still inside patient's body. According to picture, it was found that there was no skirt and only the bar(originally skirt had been attached) was confirmed. There was some residue in bar. Normally, in the case of bc1006ar7, distal part is applied to common bile duct and proximal skirt part comes out duodenal papilla. So, body fluid or food which passes through duodenal might be stick to skirt and skirt could be damaged by this residue. According to picture, there was some residue in skirt bar. It is possible to damage skirt due to residue. But, since the suspected device was not returned and there was no info about first procedure, it is hard to find out exact root cause for this complaint. Also it is difficult to reconstruct the situation at the time of procedure. Since it is impossible to review DHR, it is difficult to judge skirt detachment by device malfunction. It is considered that after stent implantation, the skirt was damaged due to body fluid or food passed through duodenal. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
It was reported that after (B)(6) 2016 (specific date unk), bc1006ar7 was placed to a patient with biliary cancer in another hospital. Later this patient was transferred to this hospital (B)(6) and re-stenosis was confirmed. Plastic stent was placed as an additional treatment. During the procedure, long cover seemed to have been detached for some reasons. Physician's comment : re-stenosis might be attributable to the missing cover with no prevention of reflux for food residue. Since this patient was transferred, no information was obtained during the time of first procedure. Patient status: now recovered.